Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted on (B)(6) 2017. The patient reported that cgm displayed value of 3.2mmol/l compared to bg meter value of 1.4mmol/l. The patient stated that she had to call paramedics as she experienced a hypoglycemic event. The patient stated that she was provided with glucose gel (dextrogel), by the paramedics. The patient refused to be taken to hospital as she advised the paramedics that she felt fine. At time of contact the patient's condition was fine. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that calibration is not performed after experiencing cgm inaccuracies. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.